Event description:
It was reported that following the procedure the patient was hospitalized for urinary retention with an artificial urinary sphincter (aus). The physician does not allege that the urinary retention was caused by the device, but further details will be available on 18-feb-2020.